Manufacturer narrative:
Device evaluation: the actual devices was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling during cleaning procedure. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during routine inspection, it was discovered the foot control device was leaking oil and water in the chamber. The reporter confirmed that the event did not occur during surgery; there was no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).